Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 6. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2020, non-osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, bleeding, increased sensitivity, hypersensitivity and inflammation. No further patient complications were reported.